Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatch to evaluate the iabp. Upon arriving at the site, the stm verified that the helium tank mounting and the regulator were secure in place. The stm noted that the sealing disk looked clean and full of debris. The stm then opened the helium tank and immediately identified a small leak coming from the back of the unit, around the quick disconnect. To fix the issue the stm removed the cart back cover and traced the helium line, securing all connections all the way to the quick disconnect in the cart, and the cart helium gauge. While in service mode, the stm observed x4 (external helium tank transducer) systematically read higher upon opening the helium tank and then would drop rapidly, when connected to the pump console; x5 (internal helium transducer) behaved the same way. Upon disconnecting the pump console from the cart, x5 instead of holding pressure, would drop rapidly. The stm was able to narrow the problem down to the fill manifold. Ensured all connections in fill manifold held in place securely, still observing the same behavior on x4 and x5, as previously described. To address this issue the stm replaced the fill manifold, installed a fresh tank on the iabp, and installed the pump console into the cart. Immediately identified x5 going up to circa 233 psig. The stm physically observed x5 holding steady for 30 minutes, with x4 holding steady at 2230 psig. The iabp calibrated and passed all functional and safety tests as per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient while swapping out helium tanks a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). The cathlab staff noticed fresh tank half gone within half hour. There was no patient involvement; thus no adverse event was reported.